Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm approximately 17 months ago. Vessel morphology was reported as there was moderate to severe tortuosity in the vessels. The one month follow-up CT demonstrated that the aneurysm is now 53 mm in diameter with no technical observation observed. The 16 month post stent graft implant ultrasound demonstrated that the aneurysm was 60 mm in diameter with a technical observation observed. There is a proximal type I endoleak present. The CT confirmed the proximal type I endoleak. The investigator stated that the proximal type I endoleak will not be treated at this time, as the endoleak was not severe and the patient will continue to be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (moderate to severe tortuosity in the vessels). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (moderate to severe tortuosity in the vessels).